Event description:
Customer reported "we just pulled a primary tubing out of a pump and it has a aneurysm-like deformity." There was no report of harm to pt or medical intervention. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.